Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1146 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1146) have been reported from the same facility in (B)(4).

Event description:
It was reported that before the use of the venous catheter for the administration of support therapy, a flush of physiological solution was made, as usual, during which the patient felt a slight sensation of discomfort and burning at the cutaneous entry site of the PICC ( exit site) at the right arm level; the nurse also noticed the leakage of a few drops of physiological solution from the exit site, for which he advised the physician, so that he proceeded to check the patency of the vein in which the PICC was inserted, confirming the absence of signs of thrombosis or fibrin sleeve. The PICC, after being unhooked from the skin fixing system ((B)(4)), was retracted by a few centimeters and the presence of a fissuring was verified. The site of the catheter fixation was verified to correspond to the short portion of catheter placed in the subcutaneous plane between the exit site and the entrance into the vein and in particular in correspondence with the metal anchor of the anchoring system (securacath) which is believed to have played a role in fissuring. Sample not available . They informed our ministry of health as incident